Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with thermocool smarttouch sf. The thermocool smarttouch sf catheter irrigation ports became "clotted off," occluded and displayed high temperatures on the generator. The cable was reseated without resolution. They removed the catheter from the patient and could not flush it, through using high-flow from the pump. The physician used a syringe to hand flush the catheter to push out some of the coagulum from a few ports. The catheter was exchanged again to continue the procedure to completion. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature issue was assessed as non MDR reportable. No indication that the user-defined cut-off was exceeded. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The coagulum issue and could not flush the device (device used in patient) issue were assessed as MDR reportable issues.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with thermocool smarttouch sf. The thermocool smarttouch sf catheter irrigation ports became "clotted off," occluded and displayed high temperatures on the generator. The cable was reseated without resolution. They removed the catheter from the patient and could not flush it, through using high-flow from the pump. The physician used a syringe to hand flush the catheter to push out some of the coagulum from a few ports. The catheter was exchanged again to continue the procedure to completion. No patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-apr-2025. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. However, thrombus residues were observed during the decontamination process prior arriving to analysis site. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The thrombus reported by the customer was confirmed due to the conditions observed in the decontamination process. The potential cause cannot be determined with the information available. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. The irrigation issue reported could not be replicated during the investigation; other circumstances may have affected device performance. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿irrigation¿ issue. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported "coagulum¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus residues¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).